Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers: h12k08015, and h12j12019 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is report 1 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause was unknown. The peritonitis recurred again and the patient was hospitalized for this event. Treatment was not reported. On an unreported date, the patient was discharged. The patient was recovering.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).